Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply and associated cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was unable to perform fluoroscopy this resulted in a total loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.